Event description:
It was reported to boston scientific corporation that following a pelvic floor repair procedure (date unk) using a pinnacle anterior/apical pfr kit, the patient presented with erosion (date unk) coming through the anterior vaginal wall, "the size of a thumb." The physician prescribed estrogen cream to the patient. The patient's current condition is unknown.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.